Event description:
A patient ((B)(6) year old male) had valves placed on (B)(6) 2016 as part of the (B)(6) clinical study in (B)(6). He was admitted to hospital on (B)(6) 2019 with the following symptoms: infiltrative shadow found in the target lobe, distal of valve placement; pleural effusion; elevated inflammatory response (wbc 24500, crp 40.96); klebsiella bacteria were detected from sputum. Patient died on (B)(6) 2019. The cause of death was respiratory failure and circulatory failure. Investigator said he cannot rule out relationship with the valve.